Event description:
Additional information received noted additional noise instances that lead to oversensing.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited noise. No intervention was reported. Patient status was not provided.